Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging inaccurately low control solution results on their onetouch verio pro plus meter. The reporter obtained a reading on the subject meter which read "low". No further infromation regarding this complaint was obtained at the time of call. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.